Manufacturer narrative:
Zimvie complaint number (B)(4). H6: event problem codes: patient code: 1690.

Event description:
It was reported a prosthetic screw fracture at tooth site #27. An attempt was made to remove the screw using an extraction kit, but it was impossible so the implant had to be removed. 2 previous repeated infections were also reported. Abscess and pain were reported as a result of the event. This report refers to the screw fracture event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed; a third-party removal tool stuck inside implant and unable to remove to verify fractured screw. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. Third party removal tool stuck inside implant and unable to remove to verify fractured screw. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.